Event description:
Complainant alleged that the devices main knob was cracked and was unable to turn the device on. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.